Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. : (B)(6) 2004 (year valid) if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 18 years post implant of this bioprosthetic aortic valve it was explanted and replaced with a non-medtronic valve. The patient's ascending aorta was also replaced at this time. It was reported that the aortic valve was "defective". No further information was provided at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Implant: (B)(6) 2004 (year valid) if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 18 years post implant of this bioprosthetic aortic valve it was explanted and replaced with a non-medtronic valve. The patient's ascending aorta was also replaced at this time. It was reported that the aortic valve was "defective". No further information was provided at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve was distorted with a slight oval-shaped appearance. Green and white multifilament sutures remained attached to the sewing ring adjacent to the non-coronary cusp. All leaflets were flexible except where host tissue and/or calcification extended on the inflow and outflow. Tissue deterioration possibly due to calcification was observed on the free margin and lunula of all leaflets. All leaflets were in the closed position. The start of a commissure dehiscence was noted on the left right commissure possibly resulting from the extrinsic calcification. Thin layer of off-white pannus appeared to have encapsulated the right non-coronary commissure; calcification also noted. Leaflet deterioration noted on the left non-coronary commissure, possibly associated with the extensive extrinsic calcification nodules on the non-coronary leaflet. Remnants of pannus remain attached along the non-coronary outflow rail and back of right non-coronary stent post. Radiography revealed calcification on all commissural areas and leaflet¿s free margins. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A possible cause of explant was due to calcification which caused the dehiscence of the commissure and prolapse. H3: device evaluated? Updated h6: updated the codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.